Event description:
Analysis was completed and approved. No anomalies were noted, and the usb serial cable performed according to functional specifications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury. Suspect device UDI: (B)(4).

Event description:
It was reported that a company representative loaned his usb cable to a physician when the physician's usb cable was not functioning (MFR. Report # 1644487-2015-05191). During the time that the company representative's usb cable was being loaned to the physician, the company representative's usb cable also began not functioning. Troubleshooting was performed which narrowed down the issue to the usb cable. The physician was provided another usb cable that was also found to be non-functional (MFR. Report # 1644487-2015-05187), and was again provided another usb cable that functioned properly. The company representative was provided a new usb cable that functioned properly. The faulty usb cable was received for analysis. Analysis is underway, but has not been completed to date.